Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that customer experienced a hyperglycemia. The insulin pump had an insulin flow blocked alarm. Customer's blood glucose level at the time of incident was 450 mg/dl. Customer was used insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will be returned for analysis.